Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an, 840 ventilator generated error codes which rendered the ventilator inoperable condition. The ventilator was not in use on a patient at the time the malfunction occurred. The technical support engineer (tse) troubleshot this issue with the customer over the phone. And recommend to run the extended self-test (est) test and vent test lung. The customer reported to have followed the tse recommendations and he was not able to duplicate the initial alleged issue. Unit passed all testing and operated within the manufacturing specifications. Customer was instructed to call back if the recommendation made by technical support did not correct the incident reported. Covidien was not authorized to service the device.